Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection, the cardiosave iabp (intra-aortic balloon pump) had black screen can not start, the customer restarted the fault can not be eliminated. The customer promptly replaced other equipment for use, no personal injury occured. There was no patient involved also.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6, h3,h6 (type of investigation, investigation finding, component code, conclusion), h11. A getinge field service engineer (fse) found that the equipment can not start, the video board was faulty, after replacement, the equipment function parameters meet the factory requirements, delivered to the customer for use.

Event description:
N/a.